Event description:
Pt experienced several lacerations of the right renal cortex peripherally with bleeding and development of a right hematoma (large) post lithotripsy. Blood loss of 6.1 gm hemoglobin which required transfusion of 2 units of blood. The pt was transfered to a larger tertiary center, was observed and discharged in three days. No surgery was required.